Event description:
It was reported that a patient presented remotely. Upon examination, the patient's right ventricular (rv) lead was found to have exhibited high defibrillation impedance. No intervention was reported. No adverse patient consequences were reported

Manufacturer narrative:
Correction: h6: codes should reflect product not returned.